Event description:
Caller reported observing air bubbles in the tandem mobi cartridge during pumping. There was no adverse impact to the customer¿s blood glucose level, as the customer confirmed it did not exceed 500 mg/dl. To resolve the issue, the customer processed a fill tubing and primed all air out upon noticing the air bubbles.